Manufacturer narrative:
The returned device was evaluated and the device was received partially deployed. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls. The formed needle was seen slightly past the bottom housing in the exposed portion of the soft cannula. Upon removing the top housing score marks were observed inside the top housing, indicating that linkage assembly was misaligned which caused the formed needle to not fully retract after deployment. The needle mechanism was reset to the not deployed position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod between 24 and 36 hours on the arm. As treatment, a manual injection of insulin (5 units) was delivered, patient drank water and a new pod was applied.